Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other. On (B)(6) /2012 the patient underwent release of sling due to urinary retention. On (B)(6) 2012 the patient underwent urinary insufficiency due to correction of prior revision.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency and dysuria. It was reported that the patient concurrently underwent vaginal vault suspension, paravaginal repair with graft, cystoscopy and enterocele closure.